Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus. The customer could not confirm the origin or composition of the foreign material. According to the customer, it could not be confirmed whether there was no delay in the start of the pre-cleaning. The customer could not confirm whether there were abnormalities in the reprocessing accessories and could not confirm whether air/water nozzle was brushed or wiped during manual cleaning. The air/water nozzle was flushed with detergent solution and air/water. During evaluation, the reported issue was confirmed; the up/down knob had excess play caused by a worn angle wire. During visual examination, the following additional issues were found: there was a pin hole on the channel and the device was not water tight; the bending section cover adhesive was chipped with a cloudy area; the scope connector was dirty and showed signs of leakage; the lock engagement lever was deformed; switch button 1 was deformed; the adhesive around the objective lens had a cloudy area; and the adhesive around the light guide lens had a cloudy area. The following components had scratches: image guide protector; universal cord protector; hand grip; and objective lens. Functional testing showed the image had a dark area due to the scratch on the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had reduced angulation. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.